Event description:
Reportedly, the stapler was fired, it cut but did not staple properly. The procedure was converted to a laparotomy to control the bleeding. The surgeon used another stapler to create hemostasis.